Manufacturer narrative:
As of the due date of this report, medical information was not released, the lot numbers are unknown and no lenses were returned for evaluation. The complaint cannot be confirmed. Therefore, this report is submitted to the FDA in an abundance of caution.

Event description:
Coopervision was made aware on june 14 2013 of an unsubstantiated injury to the right eye with use of avaira sphere contact lenses summarized as follows. On or after (B)(6) 2011, an ophthalmologist switched from self-prescribed avaira toric lenses to avaira sphere lenses. The complaint describes injuries to the right eye occurring on (B)(6) 2011 that includes a corneal abrasion, a corneal ulcer, acute keratitis, endothelial atrophy, and chronic bullous keratopathy. The complaint further relates increased intraocular pressure and blurred vision as chronic injuries and that corneal transplant surgery performed on (B)(6) 2011 (failed) and (B)(6) 2012 (follow-up, removal of peripheral anterior synechiae, iris reconstruction, cataract extraction with lens implant) were as a result of injuries.